Event description:
It was reported that in preparation for a procedure, a wire separation was noted. The amplatz super stiff guide wire was being removed from the packaging when it was noted that the tip was "not properly formed", and the coil was separated from the core wire. As this was found during unpacking, no patient contact occurred. The procedure was successfully completed with another device.